Event description:
It was reported that the inserter broke into three pieces while inserting the graft, also it will not tighten completely. Although the instrument was used in surgery, no patient complications were reported.

Manufacturer narrative:
The device has been returned to the manufacturer for evaluation. Visual review of the instrument confirms disassembly, with the inner shaft knob missing and not returned for analysis. Instrument requires disassembly for proper cleaning after usage. Witness marks at the knob location, as well as the age of the instrument suggest that this is not an acute manufacturing issue. Sample evaluation of threaded implant interface with sample implant confirms full and proper engagement. The above observations are consistent with inappropriate re-assembly after cleaning.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.